Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that one front tooth is twisted and it feels like the aligner is going to pull the tooth out when taking off the aligner. This tooth is loose. Confirmed mobility, tooth is not with in normal limit. Advised patient to start 14 day rest period in a comfortable fitting aligner and to provide an update and a video once the rest period is completed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.